Manufacturer narrative:
Hill-rom technical support found the bed's scale had been zeroed with the pt on the bed. Serial number was not provided by the account. The account zeroed the scale to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in the pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).